Event description:
It was reported that high capture thresholds and pacing inhibition were exhibited shortly after this right ventricular (rv) lead was implanted. The physician suspected a lead dislodgement. A revision procedure was performed and the dislodgement was confirmed. The physician intended to reposition this lead, however, it was difficult to position it. When removing the lead, tissue was attached to the tip of the helix and the physician suspected the helix did not screw properly. A new lead was successfully implanted. No additional adverse patient effects were reported. This product has been received for analysis.

Event description:
It was reported that high capture thresholds and pacing inhibition were exhibited shortly after this right ventricular (rv) lead was implanted. The physician suspected a lead dislodgement. A revision procedure was performed and the dislodgement was confirmed. The physician intended to reposition this lead, however, it was difficult to position it. When removing the lead, tissue was attached to the tip of the helix and the physician suspected the helix did not screw properly. A new lead was successfully implanted. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test was performed and no issues were observed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that high capture thresholds and pacing inhibition were exhibited shortly after this right ventricular (rv) lead was implanted. The physician suspected a lead dislodgement. A revision procedure was performed and the dislodgement was confirmed. The physician intended to reposition this lead, however, it was difficult to position it. When removing the lead, tissue was attached to the tip of the helix and the physician suspected the helix did not screw properly. A new lead was successfully implanted. No additional adverse patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test was performed and no issues were observed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that high capture thresholds and pacing inhibition were exhibited shortly after this right ventricular (rv) lead was implanted. The physician suspected a lead dislodgement. A revision procedure was performed and the dislodgement was confirmed. The physician intended to reposition this lead, however, it was difficult to position it. When removing the lead, tissue was attached to the tip of the helix and the physician suspected the helix did not screw properly. A new lead was successfully implanted. No additional adverse patient effects were reported. This product has been received for analysis.